Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their external battery and the issue began yesterday. Patient stated that their battery has gone dead and that it is at 30%; patient followed up by saying that the battery is not yet dead but almost is. Patient noted that the battery is not charging and when they go to charge the controller, the controller light is not flashing green at the top and recharging the battery. Patient mentioned that they have tried resets of the controller and that did not resolve anything; patient stated that the controller charging is intermittent. Patient noted that the controller light will flash for 2-3 seconds and then quit. Patient stated that the controller battery is not working anymore and they can never get the battery to take a proper charge. Agent walked the patient through an ac power reset of the controller; patient stated that the controller did not power back on. Agent had the patient check if the ac power supply box light was on; patient verified that the box was on. Agent had the patient put the battery pack back into the controller; patient confirmed the controller powered back on. Patient stated that their implant was at 90% charge and their controller was at 50% charge. Agent had the patient inspect the controller port for any visible damage; patient confirmed no damage. The issue was not resolved. Agent sent an email to repair to replace the controller.  The patient followed back up stating that they're trying to replace their controller. They followed the instructions up to and including step 8 and they got the searching for a device screen. They never got the 'found' screen but they did get a screen that said 'unfamiliar device found,' and the screen asked if I wanted to continue. They continued and their new controller appears to be recharging their internal battery. They never got a 'paired' screen. They don't want to return their old controller if it is the only one that will charge their internal device's battery. The old one doesn't work well anymore but it does intermittently work. When they plug their new controller into their house current, the c ontroller does not indicate that it is charging. Patient called back stated they received the controller but unable to charge the controller to charge the implant. Agent assisted patient with using the devices, controller showed batteries low recharge the controller. Agent asked patient to plug the controller into the outlet without battery pack and controller did not power on. Agent confirmed green light on ac power supply cord but no power going to the controller. Agent asked patient to try different outlet and patient said the controller still does not power on with different outlet and there is a green light on the black box on the wall. Patient stated this is the same issue he had with the his prior controller. Sent email to the repair dept for ac power cord.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type. Product ID 97745ac product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial #: (B)(6), ubd: , UDI#: (B)(4); product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their external battery and the issue began yesterday. Patient stated that their battery has gone dead and that it is at 30%; patient followed up by saying that the battery is not yet dead but almost is. Patient noted that the battery is not charging and when they go to charge the controller, the controller light is not flashing green at the top and recharging the battery. Patient mentioned that they have tried resets of the controller and that did not resolve anything; patient stated that the controller charging is intermittent. Patient noted that the controller light will flash for 2-3 seconds and then quit. Patient stated that the controller battery is not working anymore and they can never get the battery to take a proper charge. Agent walked the patient through an ac power reset of the controller; patient stated that the controller did not power back on. Agent had the patient check if the ac power supply box light was on; patient verified that the box was on. Agent had the patient put the battery pack back into the controller; patient confirmed the controller powered back on. Patient stated that their implant was at 90% charge and their controller was at 50% charge. Agent had the patient inspect the controller port for any visible damage; patient confirmed no damage. The issue was not resolved. Agent sent an email to repair to replace the controller.  The patient followed back up stating that they're trying to replace their controller. They followed the instructions up to and including step 8 and they got the searching for a device screen. They never got the 'found' screen but they did get a screenthat said 'unfamiliar device found,' and the screen asked if I wanted to continue. They continued and their new controller appears to be recharging their internal battery. They never got a 'paired' screen. They don't want to return their old controller if it is the only one that will charge their internal device's battery. The old one doesn't work well anymore but it does intermittently work. When they plug their new controller into their house current, the controller does not indicate that it is charging. Patient called back stated they received the controller but unable to charge the controller to charge the implant. Agent assisted patient with using the devices, controller showed batteries low recharge the controller. Agent asked patient to plug the controller into the outlet without battery pack and controller did not power on. Agent confirmed green light on ac power supply cord but no power going to thecontroller. Agent asked patient to try different outlet and patient said the controller still does not power on with different outlet and there is a green light on the black box on the wall. Patient stated this is the same issue he had with the his prior controller. Sent email to the repair dept for ac power cord. No new information.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type h3:analysis of the 97745nt recharger (rtm) (serial number (B)(6)) revealed a broken/cracked rtm/power connector support causing connection/charge issues as well as cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient weight reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.